Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot#: va1e49p, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. The lot number and the implant date for the lead was provided. There are no further interventions planned to resolve the broken wire leading to electrode 11. The patient had the ins connected (B)(6) 2017 and the patient is receiving therapy. The broken lead remains implanted in the patient and there are no future interventions planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, lot # unknown, product type lead.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with a neurostimulator (ins). Impedance issues were reported during a stage two implant procedure on the day of this report. It was reported that there were low impedances measured on electrodes 8 and 9. High impedances were reported on electrode 11. It was reported that they would try to program around the impedance issues before attempting to replace any components. It was later reported that some damage was noticed on the lead, and it appeared to be the lead wire connected to electrode 11 was exposed and broken from the electrode. It was stated that it may have become damaged when the lead cap was removed. No patient symptoms were reported. Impedance measurements c-11: high c-10: 856 ohms c-9: 573 ohms c-8: 578 ohms 8-9: 37 ohms (low) 8-10: 1100 ohms 9-10: 1100 ohms 8-11: 26,000 ohms 9-11: 26,000 ohms 10-11: 26,000 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep), reporting that the patient's ins was showing impedances of 35 ohms on electrodes 8 and 9, and that all combinations with electrode 11 were showing impedances of over 40k. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from a manufacturing representative. It was reported that per the policy of the patient¿s hospital the patient¿s weight information will not be released.